Event description:
The field service engineer (fse) called in to report that the customer had generated erroneous patient results for potassium (k) for three patients, one (1) on (B)(6) and two (2) on (B)(6). The original results were high, and when repeated they were normal. The erroneous result on (B)(6) was reported out of the lab, while the ones on (B)(6) were not. There was no effect to patient or change to patient treatment as patient samples were rerun due to doctor's request.

Manufacturer narrative:
The field service engineer (fse) was dispatched and had found the issue stemming from the ref valve due to finding bubbles within the line coming from the valve. It was stated that there were three patients that were affected and all of them were rerun at doctor's request and they had repeated normal. Only one was reported out of the laboratory. No patient treatment was changed due to this and they were all rerun after the fix was made to the instrument and were confirmed to be normal upon repeat. Prior to repeat and after the change to the valve, fse verified the calibrations and qc results and found all within specifications. The manufacturer's reference # for this event is (B)(4).